Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. Prior to the procedure, the hysteroscopy showed an intact and normal cavity. Four minutes into the procedure the pressure started to decrease very slowly so the surgeon added some fluid to maintain pressure between 160-180mmhg. It then decreased slowly again and more fluid was added. Then the surgeon noticed the pressure decreasing quicker and decided to stop the procedure. The balloon was intact but upon hysteroscopy there was a perforation. The patient was admitted but is safe. No additional information was provided.